Manufacturer narrative:
Radiographic image review assessed as 2 panels tlsi fusion, left panel shows rod fractures above si body construct. Right panels appears to show proposed version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is japan. G3: the device p/n (B)(6) is similar to the device manufactured in us p/n (B)(6). Hence, mentioned 510k license number (B)(4) is of p/n (B)(6). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had revision surgery due to rod fracture and pain during body movement. It was reported that there was rod fracture and added connector to span over the damaged rod and then it was re-anchored with rod. The patient had pain during body movement and no further complications reported regarding the event. Additional information was received via manufacturer representative that in order to straddle the rod fractured part, a connector was added and re-fixation surgery was performed.